Event description:
Boston scientific received information that this patient stated he has heard beeping from his device for the last month and a half. A device check in (B)(6) 2011 displayed a battery voltage of 2.56v, a charge time of 18.7 seconds and a battery status of middle of life 2 (mol), device interrogation today displayed a battery voltage of 2.56v and a charge time of 19.7 seconds. Additionally, it was noted that elective replacement indicator (eri) was reached in (B)(6) 2011. A boston scientific technical services consultant discussed with the caller that the device reached eri due to the extended charge time. The device is included in the mid-life display of replacement indicators product update classified as a product advisory. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.